Event description:
A (B)(4) male pt contacted zoll customer support to report a service code 102 - charge profile fault. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 102 - 'charge profile fault') has been confirmed. Upon eval, power resistor r30 was damaged on the computer / analog (ca) board. The cause of the charge profile fault is the damaged r30. The root cause of the damaged r30 cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.